Manufacturer narrative:
(B)(4). Retainer ring=black. P-cap locked in place properly during testing. Insulin pump passed displacement test and self test properly. No unexpected pump error 15 alarms noted during testing however, pump error 15 alarm (line number 442 file number 38) and pump error 4 is found in the formatted history file. Problem isolated to the electronic assembly as per global logic analysis (esf# (B)(4)). No pump error 23 alarm noted during testing. No physical damage noted during visual inspection. Faultnumber: inversecheck (15). Linenumber: 442. Filenumber: 38.

Event description:
Information received by medtronic indicated that the insulin pump showed multiple pump errors and battery errors. Customer was able to clear the alarms and complete insulin pump rewind. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.